Manufacturer narrative:
The reported malfunction was observed during initial testing of the device. However, the device was put through extensive testing including bench handling, stress testing and final testing without duplicating the report. The lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.